Event description:
Report rec'd from (B)(6) stating that the device has "color chipping/fading/no color band." The device was not being used during surgery. It is unk injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).